Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change of caretaker. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with injection vancomycin (1 gram, frequency and route not reported), injection amikacin (150mg, frequency and route not reported), injection reflin and fortum (500mg, each bag four hours once), tablet cipron (250mg orally twice a day) and tablet flucon (150mg once a day) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. It was not reported if the caregiver was retrained on the proper aseptic technique. No additional information is available.